Event description:
It was reported that the patient was not getting adequate pain relief and the ipg location was causing discomfort. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in the last six months from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5159280/5159442.